Event description:
Hill-rom received a report form the account stating the bed exit alarm was not alarming at the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail interface board chime was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2009-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail interface board to resolve the issue. Based on this information, no further action is required.